Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while the physician was viewing an angiogram the stent appeared deformed. The physician only made a comment regarding some non bsc market research he participated in. This was described to him and he was shown an angiogram from the market research company. None of the specific information will be able to be obtained. He was not involved in the case and guessed that it was from europe for some reason. He described that they showed him an angiogram of a "deformed" unknown promus stent. The information was very vague. This product is only ous approved but it is similar to a marketed us device.